Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: materials reviewed: (B)(6) 2021: stryker pi report. Undated: photo of x-ray ap knee unlabeled. Femur not articulating with tibia?, off the anterior medial side?, some medial tibial varus and cystic like change at plateau. (B)(6) 2021: vital signs. Stable. (B)(6) 2017: or record. Primary tka $ cr femur uncemented triathlon, size 3 tibia tritanium, 3x9 mm bearing, 32 asymmetric patella cemented. Bone cement simplex for patella. (B)(6) 2017: operative note. Primary tka. Bmi 42. Oa. No foley or tourniquet. Deficient bone on medial plateau. Confirmation: the event a revision tka cannot be confirmed without additional medical records. The undated/unlabeled x-ray provided did show failure of an uncemented triathlon tka. Root cause: a root cause cannot be ascertained without additional history and medical records. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient's right knee was revised due to instability. The event of instability was not confirmed nor the exact cause be determined because insufficient information was provided. Additional information including return of device are needed to fully investigate the event. If further information becomes available or product is returned , this investigation will be re-opened.

Event description:
As reported: "pain and instability. All available information submitted." The patient's right knee was revised. A 3x9 cr insert, size 4 cr femoral compoent, and size 3 tritanium baseplate were revised to a ts femoral component, ps insert, and new baseplate.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "pain and instability. All available information submitted." The patient's right knee was revised. A 3x9 cr insert, size 4 cr femoral compoent, and size 3 tritanium baseplate were revised to a ts femoral component, ps insert, and new baseplate.